Event description:
A customer observed imprecise phbr quality control results while using the vitros 5600 analyzer. There was no report of affected pt samples at the time of the event. Biased results of the magnitude and direction observed may lead to inappropriate physician action should they occur on pt samples. There was no report of pt harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. (B)(4).

Manufacturer narrative:
Investigation into this event concluded that imprecise phbr results were occurring. An ocd field engineer investigated and replaced the hotplate and cm rotor in the cm incubator module. Following service, the issue was resolved and expected results were obtained. There was no allegation of pt harm as a result of this event. The root cause of the event was instrument related.